Event description:
This is a case report from baxter that refers to a cryocyte container. During the thawing step, the bag was found cracked and the product was lost. The graft proceeded and succeeded with other available bags. There were no clinical consequences reported. Additional information received indicates that the type of cells stored in the bag were cord blood stem cells. Fill volume was 147ml and the date of fill was in 2001. The technician was not exposed to the blood product as a result of the break. Per the freezing, thawing, and storage protocol: the bags are frozen at a specific controlled rate. No additional information is available.

Manufacturer narrative:
Per baxter the sample is unavailable.